Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray showed the right atrial (ra) lead had dislodged and was confirmed by the doctor. There was also loss of capture. The ra lead remains in patient and is out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was repositioned and remains in use